Event description:
Physician reported during a follow-up visit with her patient for persistent erythema, the patient returned to the clinic presenting with a low-grade infection and was treated with antibiotics.

Manufacturer narrative:
Physician reported a patient injected in the nl folds had developed persistent erythema. During a follow-up visit for the erythema, the patient returned to the clinic presenting with a low grade infection. Dr. Medical director for the clinic prescribed antibiotic, augmentin for the patient.